Event description:
The company was informed that the patient's electrode array may have migrated. During the repositioning surgery, the patient's device was explanted due to severe bone and tissue growth. The patient was reimplanted with another advanced bionics cochlear implant.